Event description:
It was reported that the bronchovideoscope when applying angulation, the screen disappears; abnormal image during up angulation operation. The issue occurred during service/maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.